Manufacturer narrative:
(B)(4). Approximate age of device- 5 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted on (B)(6) 2018 with an elevated lactate dehydrogenase (ldh) of 665 u/l. The patient¿s baseline ldh ranged from 350s to 490s u/l. The patient was started on intravenous bivalirudin despite the patient¿s ldh continued to rise to 1,314 u/l on (B)(6) 2018. The cause of elevated ldh was determined to be elevated cardiac enzymes on (B)(6) 2018. A ramp echocardiogram (echo) was performed and the results were unremarkable for any device or patient issue. No signs of device thrombosis were observed. On (B)(6) 2018, the patient¿s ldh level returned to baseline (529 u/l) and the patient was discharged. No additional information was provided.